Event description:
Medium-low shunt placed in mid summer of 2012. Device found to be defective during routine inspection or maintenance. Defect or failure created an unsafe condition. Cracked/malfunctioning codman medium-low pressure valve removed approximately a month after its implant date.